Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, blood was noted in the threads of the dialyzer on the non-cavity ID end. A polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 150°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak was discovered after a patient¿s hemodialysis (hd) treatment. The patient¿s blood had already been returned and they were dismounting the supplies when the issue was noticed. The machine, a fresenius 5008 machine, did not alarm, but is not expected to for an external leak. The leak originated from a crack in the header of the dialyzer. Fresenius 5008 bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. A photo has been provided.

Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak was discovered after a patient¿s hemodialysis (hd) treatment. The patient¿s blood had already been returned and they were dismounting the supplies when the issue was noticed. The machine, a fresenius 5008 machine, did not alarm, but is not expected to for an external leak. The leak originated from a crack in the header of the dialyzer. Fresenius 5008 bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 25ml. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. A photo has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.